Event description:
It was reported that the patient presented in clinic for routine follow up with syncope. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible via isometrics. There were no other electrical anomalies. The lead was replaced. After the procedure, the noise was not reproducible but the patient continued to feel dizziness. Otherwise, the patient was in good condition prior, during, and after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.8 cm to 12.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. Other damage found was sustained during procedure.